Event description:
The customer's daughter reported via phone call that insulin pump alarmed compromised force sensor system and that insulin was "squirting" out during the manual prime process. The customer's daughter did not know the blood glucose reading at the time of the issue, and the most customer's most recent blood glucose was 234 mg/dl. The caller stated that the drive support cap was protruding and had been pressed back in. The customer did not recall pressing the drive support cap while being connected to the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. The caller was advised that, during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was alarmed a33 error during basic occlusion test due to protruded loose drive support disk. The insulin pump was received with cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.